Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the MFR for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the patient suffered no harm or injury due to the event. The results of the investigation will be sent via a follow up medwatch.

Event description:
As reported on (B)(6), 2013, patient of unk age and gender presented for an endovenous laser procedure. It was reported that during the procedure, when the treating physician fired the laser fiber during pull back, the fiber burned the tre-sheath while the tre-sheath was inside of the patient. It was reported the laser fiber had not been locked properly to the connector of the unit. No piece of the tre-sheath fractured off inside of the patient. The procedure was not completed due to this event. It was reported the patient was not harmed or injured due to this event. It was reported the disposable device is available for return to the MFR for evaluation.